Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. However, it is likely the foreign material remained due to wrong user handling/user mishandling. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a clogged air/water flow. There was no report of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional issues were identified during the device evaluation: there was a crack on the plastic distal end cover; the glue on the bending section was chipped; the bending section tube was distorted; the connecting tube had a scratch; painting was peeled off the air/water cylinder and suction cylinder; the universal cord was discolored and wrinkled; angulation and the play of the up and down knob was less than standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.